Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The customer's blood glucose reading was 20 mg/dl when the paramedics arrived. Troubleshooting was performed. Found three boluses in the bolus history, all within 12 minutes of each other. Also found no delivery alarms. The insulin pump passed the displacement test. Nothing further was reported.